Event description:
It was reported that the customer had error - motor encoder/motor stall error which was resolved by replacing the ail sensor and that stopped the motor error. Also had to replace the left iui connector as it fell apart when the unit was disassembled . The foot latch was bent, and replaced it too. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.